Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements. As per case notes, the user observed discrepancies between sensor glucose (sg) and blood glucose (bg) meter readings. The issue was escalated, and the user was assisted with a firmware upgrade and sensor re-link. Post-monitoring indicated improved sg/bg agreement. Multiple follow-up attempts were made via phone, sms, and email to provide the latest escalation response; however, the user has remained unresponsive. The case will be closed due to the lack of response to adc contact attempts. A dms review confirms that the user is currently using the system, and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.